Event description:
Healthcare professional reported "during pm, device failed downstream occlusion. Device never alarmed." No medication was being infused at the time of occurrence. No patient involvement.

Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Analysis of the returned device is complete. The results are below: the event log was reviewed, and the pump did not alarm downstream occlusion at any point during an infusion. The pump was then connected to an administration set (hs-008, lot # 2203016) and the downstream occlusion alarm was tested. An 100 ml infusion was started, and the distal end of the tubing was clamped, and the complete downstream occlusion alarm was triggered, including the audio queue. The line was unclamped, and the infusion ran until completion without a false downstream occlusion alarm taking place. The reported issue is not confirmed. Pump meets passing criteria.